Event description:
It was reported that upon opening up the packaging of a minicap, the sponge of the minicap was completely out of the cap . This was noted before patient use. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from 24 april 2014 through 02 may 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.